Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus") and embedded device ("the proximal lumen shows an embedded silver to gray-colored coiled metal wire") in a 31-year-old female patient who had essure (batch no: c22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, gravida, depressive disorder, anemia, hyperthyroidism and postpartum depression. Concurrent conditions included depression, nausea, vomiting, itching, rash, insomnia, dyspareunia, perineal pain, endometriosis of uterus and cervix inflammation. Concomitant products included calcium mefolinate (l methylfolate), colecalciferol (vitamin d3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, linaclotide (linzess) from 2015 to 2018, medroxyprogesterone, progesterone (prometrium) since 2017, propranolol (propanolol) from 2015 to 2018, sertraline hydrochloride (zoloft) since 2015 and trazodone from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), abdominal pain lower ("pain: lower left abdominal pain") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain - lower left side of pelvic region") and abdominal pain ("pain: abdomen"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown, the pelvic pain and abdominal pain lower was resolving and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted for the insertion date; previously mentioned as on (B)(6) 2015 and as per recent source document (on (B)(6) 2019) insertion date was on (B)(6) 2015. Fallopian tube closure devices, with probable hysterosalpingogram done on (B)(6) 2011. Results: initial precontrast imaging shows bilateral essure fallopian tube closure devices, with probable fracturing/unwinding and mild displacement of the proximal aspect of the left fallopian tube device. Both devices are otherwise appropriately located and occupying both fallopian tubes. Approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the (in the opposite tube) uterine cavity was 5. Discrepancy noted as per mr: in mr it is mentioned that there is no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: impression: 1. No contrast opacification of either fallopian tube or spillage into the peritoneum, suggesting successful fallopian tube closure by bilateral essure devices. 2. Partially disconnected proximal aspect of the left essure device, otherwise appropriately located and occluding the left fallopian tube. Pathology test: on (B)(6) 2017: final diagnosis- uterus and adnexa, uterus, cervix, bilateral tubes. Gross description: uterus and adnexa, uterus, cervix, bilateral tubes received in formalin labeled "uterus, cervix and bilateral tubes" is an intact uterine body and cervix with attached bilateral fallopian tubes. Ultrasound scan: on (B)(6) 2017: migration of essure to uterus confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: medical record received. Event the proximal lumen shows an embedded silver to gray-colored coiledmetal wire was added from mr. Lot number was added. Lab data was added. Concomitant and historical conditions were added. Concomitant drugs were added. Reporter information was added. Fu 2, 3&4 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus") and embedded device ("the proximal lumen shows an embedded silver to gray-colored coiled metal wire") in a 31-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, gravida, depressive disorder, anemia, hyperthyroidism and postpartum depression. Concurrent conditions included depression, nausea, vomiting, itching, rash, insomnia, dyspareunia, perineal pain, endometriosis of uterus and cervix inflammation. Concomitant products included calcium mefolinate (l methylfolate), cholecalciferol (vitamin d3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, linaclotide (linzess) from 2015 to 2018, medroxyprogesterone acetate (dmpa), progesterone (prometrium) since 2017, propranolol (propanolol) from 2015 to 2018, sertraline hydrochloride (zoloft) since 2015 and trazodone from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), abdominal pain lower ("pain: lower left abdominal pain") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain - lower left side of pelvic region") and abdominal pain ("pain: abdomen"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown, the pelvic pain and abdominal pain lower was resolving and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for the insertion date; previously mentioned as (B)(6) 2015 and as per recent source document ((B)(6) 2019) insertion date was (B)(6) 2015. Fallopian tube closure devices, with probable hysterosalpingogram done on (B)(6) 2015 results: initial precontrast imaging shows bilateral essure fallopian tube closure devices, with probable fracturing/unwinding and mild displacement of the proximal aspect of the left fallopian tube device. Both devices are otherwise appropriately located and occupying both fallopian tubes. Approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the (in the opposite tube) uterine cavity was 5. Discrepancy noted as per mr: in mr it is mentioned that there is no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: impression: 1. No contrast opacification of either fallopian tube or spillage into the peritoneum, suggesting successful fallopian tube closure by bilateral essure devices. 2. Partially disconnected proximal aspect of the left essure device, otherwise appropriately located and occluding the left fallopian tube.. Pathology test - on (B)(6) 2017: final diagnosis- uterus and adnexa, uterus, cervix, bilateral tubes. Gross description- uterus and adnexa, uterus, cervix, bilateral tubes received in formalin labeled "uterus, cervix and bilateral tubes" is an intact uterine body and cervix with attached bilateral fallopian tubes. Ultrasound scan - on (B)(6) 2017: migration of essure to uterus confirmed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure device location of device: uterus'), embedded device ('the proximal lumen shows an embedded silver to gray-colored coiled metal wire / left coil was slightly bent'), abdominal pain ('pain: abdomen') and suicidal ideation ('after a near suicide attempt') in a 31-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "left coil was slightly bent". The patient's medical history included anxiety, gravida, depressive disorder, anemia, hyperthyroidism, postpartum depression, thyroid disorder and pregnancy. Ultrasound was done. Concurrent conditions included depression, nausea, vomiting, itching, rash, insomnia, dyspareunia, perineal pain, endometriosis of uterus and cervix inflammation. Concomitant products included calcium mefolinate (l methylfolate), colecalciferol (vitamin d3), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, linaclotide (linzess) from 2015 to 2018, medroxyprogesterone acetate (dmpa), progesterone (prometrium) since 2017, propranolol (propanolol) from 2015 to 2018, sertraline hydrochloride (zoloft) since 2015 and trazodone from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), abdominal pain lower ("pain: lower left abdominal pain / pressure in the lower abdomen area") and back pain ("pain: lower back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain - lower left side of pelvic region / stabbing pain"), abdominal pain (seriousness criterion hospitalization), kidney infection ("kidney infection"), migraine ("migraine"), post procedural discomfort ("slightly uncomfortable"), procedural pain ("I had pain"), dyspareunia ("painful sex"), thyroid disorder ("thyroid issue"), dry skin ("my skin has always been dry"), depression ("depression"), alopecia ("had issue with my hair coming out but now it was worse"), affective disorder ("mood disorder"), suicidal ideation (seriousness criterion medically significant), abdominal distension ("belly bloat was terrible and still"), restless legs syndrome ("rls"), sleep disorder ("sleeping issue"), fatigue ("fatigue"), anger ("outbursts anger"), rash ("rash"), urticaria ("hives") and abdominal discomfort ("abdmonial pressure") and was found to have weight increased ("I gained 30 lbs in just 4 months"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, anxiety, kidney infection, migraine, post procedural discomfort, procedural pain, dyspareunia, thyroid disorder, dry skin, depression, alopecia, affective disorder, suicidal ideation, abdominal distension, restless legs syndrome, sleep disorder, fatigue, anger, rash, urticaria, weight increased and abdominal discomfort outcome was unknown, the pelvic pain and abdominal pain lower was resolving and the back pain and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, affective disorder, alopecia, anger, anxiety, back pain, depression, device expulsion, dry skin, dyspareunia, embedded device, fatigue, kidney infection, menorrhagia, migraine, pelvic pain, post procedural discomfort, procedural pain, rash, restless legs syndrome, sleep disorder, suicidal ideation, thyroid disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for the insertion date; previously mentioned as (B)(6) 2015 and as per recent source document (19-april 2019) insertion date was (B)(6) 2015. Fallopian tube closure devices, with probable hysterosalpingogram done on(B)(6) 201 results: initial precontrast imaging shows bilateral essure fallopian tube closure devices, with probable fracturing/unwinding and mild displacement of the proximal aspect of the left fallopian tube device. Both devices are otherwise appropriately located and occupying both fallopian tubes. Approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the (in the opposite tube) uterine cavity was 5. Discrepancy noted as per mr: in mr it is mentioned that there is no evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: impression: no contrast opacification of either fallopian tube or spillage into the peritoneum, suggesting successful fallopian tube closure by bilateral essure devices. Partially disconnected proximal aspect of the left essure device, otherwise appropriately located and occluding the left fallopian tube.. Pathology test - on (B)(6) 2017: final diagnosis- uterus and adnexa, uterus, cervix, bilateral tubes. Gross description- uterus and adnexa, uterus, cervix, bilateral tubes received in formalin labeled "uterus, cervix and bilateral tubes" is an intact uterine body and cervix with attached bilateral fallopian tubes. Ultrasound scan - on (B)(6) 2017: migration of essure to uterus confirmed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received. Reporter and events kidney infection, migraine, slightly uncomfortable, I had pain, painful sex, thyroid issue, my skin has always been dry, depression, had issue with my hair coming out but now it was worse, mood disorder, after a near suicide attempt, belly bloat was terrible and still rls , sleeping issue, fatigue, outbursts anger , rash and hives added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.